Event description:
It was reported by the customer that a pyxis medflex system user had incorrect permissions. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the user access issue. The technical support specialist verified and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.